Event description:
The customer received a control result of 251mg/dl on the contour next. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for investigation. New meter, strips and control were sent to the customer.